Event description:
Report of device system explant due to "infected" received per the annual device tracking report. Follow up with hcp revealed the signs and symptoms of infection were redness, swelling and pain. The primary location of the infection was the lead track. It was not known if a culture was obtained. The pt was treated with IV and oral antibiotics and total system explant. The infection has resolved. The patient risk factors included decubitus ulcers and debilitated status.